Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients performed on various dates. This MFR. Report addresses patient three (3) of five (5). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was performed however the results were not provided. Confirmation testing on nasal swabs with pcr generated positive results. The customer stated the patient was symptomatic. No additional patient information, including treatment and outcome, was provided.